Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experience high blood glucose level. The customer¿s blood glucose level was 495 mg/dl. The customer treated with insulin pump for high blood glucose. The product will not be returned for analysis. Frn res-unk; unomed-infst.